Event description:
It was reported that a small volume intermate did not flow. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between august 12, 2013 and august 13, 2013. Evaluation summary: the device was received for evaluation with approximately 60 ml of fluid within its bladder. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported no flow problem. The slide clamp was released from the tubing and continuous flow of fluid was observed from the distal luer. The reported problem was not able to be replicated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.